Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported calling the emergency services due to her low blood glucose of 48mg/dl. Troubleshooting was performed, and the drive support cap appears normal. The customer had taken close to 18.0 units of insulin in a short time of an hour. Reviewed the programming and found that the date was off by a day. Assisted the customer with resetting the time. The reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was not exposed to a high magnetic field. Advised the caller to call back if issues persist. No further information was provided.